Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. The customer also reported insulin flow block alarm on their insulin pump. The customer declined to troubleshoot for high blood glucose. The customer was treated with manual injection. The insulin pump will not be returned for analysis.